Event description:
The customer reported that the nbp measurement on the x2 (B)(4) was showing high, causing the clinical staff to administer medication to reduce the blood pressure. The pt was transferred to the (B)(6) department.

Manufacturer narrative:
(B)(4). The customer reported that the nbp measurement on the x2 (B)(4) was showing high, and as a result of this, the clinical staff administered medication to reduce the blood pressure and had to be transferred to the (B)(6) department. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.